Manufacturer narrative:
Product analysis: the device returned coiled inside its shelf tray in a biohazard bag. Lot number on sticker on tray: b245013. The device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the red safety tab in place. The device was returned with damage to the device tip, and the distal end of the shaft appears squashed. The stent pusher is positioned approximately 41mm from the tip. The thumbwheel does not rotate. The handle was opened, and no issues were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an everflex entrust self-expanding stent with an 0.035" guidewire during patient treatment. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU. There was no resistance during advancement  of the device. The lesion was pre dilated. It is reported the stent was deployed in an unintended lesion site. There was sufficient landing zone. The operator did not remove the lock-pin prior to deployment. The stent was released even though the lock-pin was not removed and stent released in undesired position. The stent was implanted in the aortic bifurcation. There was no attempts made to remove the stent. The patient will most likely need another surgery. No further patient injury reported.